Manufacturer narrative:
H10, h3,h6: 7207672 acufex pro upswept duckling basket punch used intended for use in treatment was returned for evaluation. This is a two year old reusable instrument. There are light and typical surface scratches from uses and contact with other instruments. The actuator has become disengaged. The upper articulating jaw component remains closed regardless of scissor handle position; open or closed. There were light dings noted along the edge of the jaw although with manual opening it still took a crisp snip of sample material. The symptoms were aligned with excess twisting, pulling, grasping or lifting of tissue and bone. It has also been found to be consistent with long term use or unintentional entangled with other instruments or devices while loaded into baskets for sterilization. Per IFU 1060355: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. These instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Product met specifications upon release to distribution.

Event description:
It was reported that the duckling device broke. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.